Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. A review of the device history record noted rework. This is the final report.